Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the severed cable caused or contributed to the patient death since the latest available ECG recording strip (B)(6) 2023 at 7:21:00:am) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 05:24:29 on (B)(6) 2023. At 07:19:57, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection .the patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 07:19:57, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 07:20:24, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 07:20:51, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. Fine vf with varying amplitudes was visible during asystole. However, vf frequency was less than the rate threshold preventing the lifevest from treating the patient. Vt/vf was detected at 05:19:49 on (B)(6) 2023. However, fine vf and varying amplitudes prevented the lifevest from treating the patient. The electrode belt was disconnected at 09:44:09 on (B)(6) 2023.